Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during equipment testing and prior to a scheduled cardiac surgery procedure, the transducer displayed a us acquisition hw_40_0 error message when it was connected to the ultrasound system. Since the reported phenomenon occurred prior to the procedure, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, a hole shaped like a bite mark on the articulation sleeve was noted. Leakage test was performed and it failed due to the hole; however, the reported system error was unable to be reproduced.